Event description:
Customer reported a button error alarm and stated that the insulin pump had been exposed to moisture. He did not know the blood glucose reading. He also received a failed battery test alarm. He stated that the battery compartment and spring were not damaged or corroded and was advised to clean the battery cap. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. No failed battery test alarm noted. All operating currents are within specification. Insulin pump passed self test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.